Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during fill tubing. Customer's blood glucose reading was 449 mg/dl. Upon completing troubleshooting, the customer was advised that the recurring no delivery alarms may be due to site/set occlusion. Product is expected to return.